Event description:
Device 1 of 2. Reference MFR report #1627487-2012-12009. Pt reported that the charger gets very hot when charging and her pain was worse after charging. Pt stated the nurse recommended a lower setting. Multiple attempts to reach the pt for further info have been unsuccessful. On (B)(6) 2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.